Event description:
It was reported to boston scientific that during prep for an endoscopic retrograde cholangiopancreatography procedure (ercp), the sphincterotome would not bow. The case was completed with another of the same device. The patient was reported to be doing fine.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. A ship history was performed and identified four possible lots. A device history review (DHR) and lot history search were performed on the four lots and revealed no related issues to this complaint. The suspect device has been disposed. A device evaluation could not be performed; therefore, the cause of the reported event is undeterminable.